Manufacturer narrative:
Per additional information received on (B)(6) 2026, the legal guardian stated that there were no high blood glucose levels associated with this event. Insulet¿s analysis of the provided information deems that the reporting requirements were not met and therefore, this event is no longer considered reportable.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 13.9 mmol/l (>250 mg/dl) between 37 and 48 hours of wearing the pod. The patient¿s parents reported the adhesive separated from their back, resulting in the cannula dislodging. As treatment a new pod was applied. Per additional information received on (B)(6) 2026, the legal guardian stated that there were no high blood glucose levels associated with this event. The original blood glucose levels reported were not accurate.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 13.9 mmol/l (>250 mg/dl) between 37 and 48 hours of wearing the pod. The patient¿s parents reported the adhesive separated from their back, resulting in the cannula dislodging. As treatment a new pod was applied.